Event description:
The pharmacist at the hospital reported that "upon receipt of the cement, packaging was damaged, the boxes were stained. No specific smell."

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed. Method & results: device evaluation and results: the subject carton "sandwiched" between the other two cartons contains an empty ampoule with a broken tip. The leaked out monomer would have dissolved the seal of the ampoule blister allowing the liquid to escape and leak into the two adjacent unit cartons. The liquid would subsequently have evaporated in a relative short time but would have caused the three cartons to get stuck together. The subject ampoule has fractured at its very tip which is fully protected by the so called cracker. With regard to the returned two adjacent unit cartons, there is no internal damage, i.e. The ampoule, its blister and the powder pouch in each unit carton are unremarkable. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no relevant reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, three unit cartons and not a ten pack were sent from the stryker (B)(4) warehouse to the hospital. This would indicate that it is unlikely that the three returned unit cartons were stuck together at that stage. It was further reported that the shipper box was appropriately packed with bubble wrap to minimize movement. Review by the simplex manufacturing cell concluded that considering the technology used to automatically pack components and the process controls available within the packaging manufacturing line, it is highly unlikely that final simplex product could ship to customers with an ampoule tip fracture contained within the carton. Based on the investigation, it is most likely that the observed damage was due to excessive handling/transportation when the three unit cartons were sent from the stryker (B)(4) warehouse to the hospital. Ncr was raised to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects. No further investigation is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
The pharmacist at the hospital reported that "upon receipt of the cement, packaging was damaged, the boxes were stained. No specific smell."

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. There was no patient involvement. Device evaluation and results: not performed as the product, or photographs of the product were not provided. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no relevant reported discrepancies. Complaint history review: review complaint history review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, three unit cartons and not a ten pack were sent from the stryker (B)(4) to the hospital. It is reported that the shipper box was appropriately packed with bubble wrap to minimise movement. It is also reported that the ampoules were smashed, the boxes stained but that there was no odour. However, an exact cause of the event could not be determined because no devices were returned for review. No further investigation is possible at this time. If product and/or additional information become available this investigation will be reopened. Ncr was raised to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
The pharmacist at the hospital reported that "upon receipt of the cement, packaging was damaged, the boxes were stained. No specific smell."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.